Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that catheter guidewire stuck occurred. It was reported that a farawave catheter was selected for an ablation to treat an atrial fibrillation (afib). During procedure, while attempting to wire the right superior pulmonary vein (rspv), the wire went leftward and was pulled back into the catheter quickly. It was attempted to wire again, but it could not be advance or retract the wire. The catheter was taken out of the body, and it was noticed that the wire and splines were completely mangled and unusable. Tissue was seen at the tip of the catheter, and it was not possible to remove the guidewire from the catheter, it was stuck in place. Catheter was replaced and procedure was completed without patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.